Manufacturer narrative:
Patient's date of birth, age, sex and weight unavailable from facility. Device evaluation: the device was returned and evaluated on 17 october 2019 by a cross functional engineering team. A wrinkle to the outer jacket was confirmed just below the distal band at the distal tip of the device. A breach to the device's outer jacket and broken fibers were confirmed at the wrinkled area. The team determined the damage came from an external source because the outer jacket was damaged and only the outer layer of fibers had been broken. There was no damage on the inside of the catheter. The team confirmed the reported complaint, but was unable to determine how the damage occurred.

Event description:
A coronary vascular intervention procedure commenced to treat an in stent restenosis (isr) within the patient's circumflex artery. The team reported that when they attempted to load the elca laser sheath onto the wire, they noticed that there was damage near the tip of the elca laser catheter. The elca device was removed, and another elca device was used to successfully complete the case. This event is being reported due to the potential for exposure to manufacturing materials as well as inadvertent exposure to laser energy/radiation.